Event description:
Seven days after a therapeutic urethral stent placement for benign urethral stenosis the pt presented with vesicle retention. It was seen on x-ray that the stent had collapsed. The stent was removed with no pt complications and a new stent will be placed.